Event description:
It was reported the insulin pump was not working, none of the buttons on the insulin pump. Customer's mother stated the she took out the battery, reinserted, and the device alarmed button error. Customer's blood glucose was 69 mg/dl. The device was not totally blank. Customer's mother stated the device did work after five minutes. Customer's mother stated all the buttons were working and time was advancing. Customer's mother stated that one of the buttons sticks and has to press multiple times before it worked. Customer's mother stated the motor started moving without pressing any buttons. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump was set to proper time and date. Time advance properly. No frozen screen noted. The device was received with intermittent button response due to corroded keypad traces. No button error alarm noted. All operating currents are within specification. No unexpected battery out limit alarm noted. The device also received with missing address and serial number label, cracked case on display window corners, scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.